Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the cassette would not vacuum at the end of the case. The cassette was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report; it is not likely that a recurrence would result in serious injury. (B)(4).

Event description:
Additional information was received which indicated that the cassette would not vacuum during the irrigation-aspiration step of the procedure.